Event description:
Same case as MFR report# 2134265-2009-01630, 2134265-2009-01633. It was reported that during a pci (percutaneous coronary intervention) procedure, three balloon ruptures occurred. The lesion being treated was located in a severely calcified unspecified coronary artery. The 3.0 x 15mm quantum maverick mr balloon catheter was advanced to the lesion and the balloon was inflated and ruptured. (It is unk upon which inflation, the atm's or duration of inflation when the balloon rupture occurred.) Another 3.0 x 15mm quantum maverick mr balloon catheter was advanced to the lesion and the balloon was inflated and ruptured. A 2.75 x 15 mm quantum maverick mr balloon catheter was advanced to the lesion and upon inflation, the balloon ruptured. The number of inflations and to what atm's is unk. The procedure was successfully completed with an unspecified device. No pt injury or complications were reported. The pt's condition was reported as "good".

Manufacturer narrative:
The balloon catheter was returned in a deflated state. Blood was present in the balloon and distal outer. The system was pressurized in the product analysis lab to locate the leak. The balloon was then inspected under magnification. A balloon pinhole was confirmed in the balloon wall located on the proximal end of the distal markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the pinhole. No issues were noted with the balloon material or the ro markers that could have contributed to the leak. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is operational context; it is considered likely that the device performance was limited by interaction with other devices, interaction with pt anatomy or other procedural factors.